Manufacturer narrative:
Complaint conclusion: during the deployment of the 6/7f mynxgrip vascular closure device (vcd), the device jammed. The tech did a second pull back, and the device jumped. When they went to shuttle down, the green shuttle wouldn't advance so they deflated the balloon and convert to a manual hold. There was no reported patient injury. The mynx vcd was used in an interventional coronary procedure. The device was stored, handled and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer was in mynx training. The access site was the femoral artery. The stick location was at the femoral head. The procedure used a retrograde approach. The patient did not have any relevant medical history. A non-cordis 6f sheath was used. A femoral angiogram was performed prior to insertion. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened on the sheath prior to shuttle down. The stopcock opened when balloon was at the arteriotomy. There was no vessel tortuosity. There was no resistance while inserting the device and while pulling back. There was no unusual force applied while shuttling down/retracting. There were no kinks in the sheath or the device after removal. Hemostasis was achieved using manual compression for 30 minutes or less. The patient recovered and was not hospitalized after the mynx event nor was the hospitalization extended. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned covered in blood. Per visual analysis, the returned device showed that the shuttle cartridge was disengaged from the handle. The 7f procedural sheath was separated from the device. The sealant was located inside the shuttle cartridge, exposed to blood and appeared to have swelled. The condition and orientation of the device may have been due to user manipulation post procedural. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, shuttle movement was checked, and no resistance was felt. Subsequent to unsheathing, the advancer tube was able to properly engage the tamp lock. A product history record (phr) review of lot f1929701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device due to the condition in which it was received. The exact cause of the reported event could not be conclusively determined, however, analysis of the returned device showed that the device may have been manipulated by the user. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the device deployment of the 6/7f mynx grip vascular closure device (vcd) jammed. The tech did second pull back, device jumped, then when they went to shuttle down, but the green shuttle wouldn't advance so they had deflated the balloon and convert to a manual hold. Hemostasis was achieved via manual compression for 30 minutes or less. There was no reported patient injury and the patient recovered. The patient was not hospitalized after the mynx event nor the hospitalization was not extended. The mynx vcd was used in an interventional coronary. The access site was the femoral artery. The deployer¿s mynx training status is in-training with the mynx. The stick location was medium. The sheath¿s size was 6f and the brand is unknown. The stopcock opened on sheath prior to shuttle down. There were no kinks in sheath or device after removal. At prep, the black marker on the inflation indicator was fully exposed. The stopcock opened when balloon was at arteriotomy. There was no resistance while inserting the device and while pulling back. There was no unusual force applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. The device is expected to be returned for analysis. The procedure used a retrograde approach. The patient did not have any relevant medical history. The device stored, handled and prepped according to the instructions for use (IFU). A non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the femoral head. The device storage temperature did not exceed 25 °c. Other additional procedural details were requested but were unknown.